Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that when the pt's system controller was attached to the power module "power cable disconnected" was displayed on the monitor. The system controller was exchanged without incident. The pt remains ongoing on the lvad.

Manufacturer narrative:
The system controller was returned to the MFR for eval and the power cable disconnect alarms were confirmed during the analysis of the controller. The log file was reviewed and an unusual number and frequency of power cable disconnect alarms were recorded. During functional testing of the controller, the "power cable disconnect" alarm occurred when the black power lead was maneuvered at the connector end of the lead. Further eval of the system controller revealed that the brown conductor in the black power lead was broken. This situation is being addressed through the MFR's corrective preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.